Manufacturer narrative:
The patient had a primary hip surgery on (B)(6) 2010. On (B)(6) 2015 the patient had the first revision surgery (MDR 2015-00269). Batch review performed on 13 january 2016: lot 152106: (B)(4) items manufactured and released on 17 june 2015. Expiration date: 2020-04-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
On (B)(6) 2015 the patient had a second revision surgery. The surgeon performed an irrigation and debridement and swapped the head and liner due to possible infection. There was no infection detected. There are no x-rays available. The explants will not be returned.

Manufacturer narrative:
On 11mar2016 it was prepared a final report with the information already submitted in the initial report. On 14mar2016 the report was sent to the initial reporter and the case was closed.